Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and found no obvious leaks. Subsequently, the fse found the helium tank o-ring to have black contaminant. To address this issue, the fse replaced the o-ring and then proceeded to perform leak tests during which the unit held its correct temperature and pressure. The unit passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium at a high rate. It is unknown if a patient was involved and what was the circumstance of the event. No patient harm, serious injury or adverse event was reported.